Event description:
(B)(6) faradise clinical study, subject ID: (B)(6). It was reported that after a pulse field ablation (pfa) procedure using a faradrive steerable sheath clear the patient experienced a hematoma and skin abscess in the right inguinal region due to a possible post-puncture local inflammatory reaction. The patient was placed on a medication regimen of one amoxicillin/clavulanic acid tablet every eight hours for five days. The complications resolved. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.